Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop chronic obstructive pulmonary disease. The patient reports receiving medical intervention in the form of breathing medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).